Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had to call the paramedics and was hospitalized due to low blood glucose. The blood glucose reading was 35 mg/dl at the time the paramedics arrived. Customer stated that she had unexplained low blood glucose and unable to focus prior to calling the paramedics. Nothing further was reported.